Manufacturer narrative:
Additional product involved: gendron maxirest bed. Gendron, inc. (B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, "she started there is nothing wrong with the equipment. It was the way it is set up and that the dflal, when inflated, rises to about 1 1/2 " for the top of the rails. She believes that is why he fell out because the rails are not tall enough. The patient was not injured and sought no medical attention after the fall." Complaint (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit has not been returned.